Event description:
The customer reported that the system would intermittently lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The service rep reseated all the printed circuit boards in the c-arm and the workstation and checked the power supply voltage as well as reseated the connectors. The system was tested and found to be working as intended and put back in service.